Event description:
Hamilton medical ag received the following event description: the device alarmed with tf's: 5509, 2414 and 9907. The patient was manually bagged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.